Event description:
It was reported that during a regular device follow-up check, the device battery was completely at the end of life and could not be interrogated. It was also reported that the device was originally implanted after the use before date. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.